Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported an infuso.r. Pump with a condition of pump is saying 'not infusing' front label is coming off. This condition occurred during programming/setup in the operating room/anesthesia department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an infuso.r. Pump that was saying "not infusing" was not confirmed during device evaluation. Therefore, the cause of the reported problem cannot be identified and no repairs were made to correct the reported condition. A service history review revealed no previous service events were related to the reported condition.